Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable, and the impedance trend on the rv was rising. Analyst commented, rv pace impedance is variable but very slightly trending upward from approximately 860 to 900 ohms between (B)(6) 2014 to (B)(6) 2015. Rv pace impedance varies between 784 and 1016 ohms between (B)(6) 2014 to (B)(6) 2015. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for out of tolerance subthreshold lead impedance, and the right ventricular (rv) lead encountered, rising, varying, and high impedance. Adjustment to impedance settings was recommended. The rv lead remains in use, and will be monitored. No patient complications have been reported as a result of this event.